Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during a follow up visit, high, out of range, high capture threshold was observed on the ra lead. Upon chest x-ray review, ra lead dislodgement was observed. Upon lead revision procedure lead insulation damage was observed. Lead was explanted and a new lead was implanted. Lead measurements were good. Patient was stable.